Event description:
No blood glucose levels reported. The customer reported that the insulin pump popped out from the belt clip of the customer as he was closing the door and was hit by the door. The customer reported that the upper left hand side of the display of the insulin pump was no longer visible. The customer reported that display of the insulin pump also had scratches. The customer also reported that there were ink marks and pixilation on the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The insulin pump had minor scratches on the display window, a cracked belt clip slot, a cracked reservoir tube, and cracked reservoir tube lip. The insulin pump was received without the original belt clip and damage to the belt clip could not be verified.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.